Event description:
It has been reported that the package leaked, found the issue in distributor warehouse.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated : b5, d5, g4, h1/h2/h3, h4, h6, h10. Reported event was unable to be confirmed as the product was not returned. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the picture received we were able to confirm that the described defect was a cement powder leak from the damaged inner pouch. According to the available data, the most probable root cause is a packaging issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the package leaked, found the issue in distributor warehouse.